Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of wear to the 36mm novation gxl liner, which caused the patient to experience pain. This cannon be confirmed since the devices were not returned for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision due to pain. The surgeon decided to do surgery on this patient because they were complaining about hip pain. The surgeon decided to take an x-ray and noticed that they had developed wear on their polyethylene acetabular liner. Once the surgeon opened the joint the surgeon noticed that the liner did in fact have wear. The surgeon decided to implant the same liner but a head that was 3.5 mm taller than the originally implanted head. Once the surgeon achieved satisfactory range of motion and stability, the surgeon closed the joint.